Manufacturer narrative:
E1: (B)(6).

Event description:
Hold for dn 11/13 philips received a complaint from the customer on the v60 indicating that a low leak-co2 rebreathing risk error occurred; the air leakage volume either was very low or did not display a value. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a low leak-co2 rebreathing risk error occurred-- the air leakage volume either was very low or did not display a value. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the authorized service provider (asp).